Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level at the time of the event was 28 mmol/l. They managed this high level by administering a corrective injection via manual daily injections (mdi) and did not require assistance beyond normal third-party support. Technical support arranged to replace the pump, and the customer has been instructed to use mdi as a backup therapy to ensure insulin delivery is not interrupted.